Manufacturer narrative:
One device was received for evaluation. Visual inspection found the upstream occlusion (uso) seal to be buckling, and the downstream occlusion (dso) seal to be delaminated. Functional testing was able to duplicate the reported problem. The dso seal and the uso seal were replaced and the dso/uso sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy testing during maintenance. The event occurred during testing; there was no patient involvement.